Event description:
The patient had two scs systems, including two ipgs. It was reported one of the patient's systems was not working. The patient was offered reprogramming, but refused and stated she wanted the system removed. The physician removed the ipg that was not functioning on (B)(6) 2011. It was reported the ipg was causing discomfort. The other scs system remains implanted.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.